Event description:
A malfunction alarm occurred with the customer's device, identified as malf 12. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.